Manufacturer narrative:
Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, this right atrial lead exhibited loss of capture and low out of range pacing impedance measurements. The physician elected to intervene and surgically abandoned the lead. A new lead was implanted in absence of any adverse patient effects.